Event description:
Customer reported that the sensor has been providing inaccurate glucose readings. Customer stated that her blood glucose level was high after meal and she did not give correction after it and also the insulin pump went into threshold suspend. Blood glucose level was 369 mg/dl and sensor glucose reading was 58 mg/dl. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.